Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had been sounding an audible alarm for some time. It was determined there was high impedance on the right ventricular (rv) lead defibrillation coil. While the device was being interrogated, it was also noted that the longevity estimate had decreased from 8 years to 3.7 years, apparently in only approximately 8 months. It was noted that there appeared to be an abnormally high current drain on the device. The defibrillation impedance alarm threshold was increased, and both the device and lead remain in use. No patient complications have been reported as a result of this event.